Event description:
It was reported the programmer displayed an error message that could not be fixed with the service disk. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the device powered up normal, but after interrogation, an error message was displayed.